Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken plug strap, flat creases. A leak test was performed and found one opening. A microscopic analysis identified: a sharp linear opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification) and broken plug strap with striated edge assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.